Manufacturer narrative:
Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section e1: (telephone number): (B)(6). Section h3:the device was not returned for evaluation therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded monofocal intraocular lens (iol), model dcb00, resistance was encountered during injection. After forcibly withdrawing, most of the folded lens was removed; however, the remaining portion of the lens and haptic were cut and removed. The implanted lens was reported to be stable, with no evidence of rotation, displacement, or decentration. No additional information was provided.